Event description:
It was reported that the blade tip broke off during a surgical procedure. It was further reported that the broken piece was observed in the surgical site during a post-operative x-ray. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Lot number details were not provided. It was not possible to determine the root cause for the alleged breakage.